Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00x38mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. During device withdrawal, the proximal edge of the stent hung up on the non-bsc guide extension catheter and the stent "scrunched up" on itself. The device was eventually removed with some manipulation and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and pulled distally exposing the proximal side of the balloon for 8mm. Struts are bunched, distorted and overlapping. The stent moved distally on the balloon and is located at the edge of the distal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00x38mm promus premier drug-eluting stent was advanced but failed to cross the lesion. During device withdrawal, the proximal edge of the stent hung up on the non-bsc guide extension catheter and the stent "scrunched up" on itself. The device was eventually removed with some manipulation and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.